Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's right hand was doing well, but their left hand was the challenge. The rep reported that a monopolar review assessment was done on the left hand on (B)(6) 2017. The rep reported that they tried to reduce the voltage and rate on the patient's left side, thinking that the stimulation was possibly driving the tremor; however, this was not the case and the tremor was not controlled as well. The rep reported that the patient's electrode configuration was changed to the upper contact, with an electrode configuration of c+, 11-. The rep reported that after the change, the patient's tremor was significantly controlled and the patient was satisfied. The rep elaborated that there was no known cause for the sudden tremor and wavering, and that the patient has a challenging distal and proximal tremor to control. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced consistent breakthrough tremor even after many different programming adjustments. The patient has about 60% improved tremor, but it was not enough to offset their disabling tremor. Adjustments provided improvement for only 1-3 days. The physician was considered additional medical solutions such as xyrem or complementary targets to current bilateral ventralis intermediate nucleus (vim) of the thalamus leads to provide improved tremor control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot # va143yc, implanted: (B)(6) 2016, product type lead; product ID 3389s-40, lot # va0udn4, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was programmed on (B)(6) 2016 and everything was great, but the patient started having problems after that. The patient saw their healthcare professional (hcp) five days prior to this report and had some changes to programming. It was reported that the patient¿s brain was not accepting these changes for some unknown reason. It was reported that the patient wanted to adjust amplitude but was unable. The patient was having tremors and wavering, moving involuntarily left to right for the past day or so prior to this report. It was reported that the right arm was bad and the left was really bad. The patient had high frequency tremor previously, but not large, wavering movements. It was stated that it seems to have gotten worse. The rep reported that they thought changing the programmed lead contact would help resolve the patient¿s issues as it was too high and was stimulating the cerebellar fibers ventral to the thalamus and causing ataxic response. The rep stated they thought moving up or down a contact and more lateral to the interior would resolve the issues. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.